Event description:
The customer stated that she was taken by paramedics to the hospital, due to hyperglycemia and diabetic ketoacidosis. The customer stated that her blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and found that the insulin pump had alarmed no delivery prior to the event. The prime and high pressure tests passed. The customer stated that she had a flu vaccine two days prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.